Event description:
It was reported by service report that the power cord was frayed and the head left siderail would not lock in the up position. No pt involvement or adverse consequences are reported.